Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacturing date and use before date could not be located in the manufacturing database. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A 5 nst episodes with v-v intervals less than 220 ms from (B)(6) 2016. A 60 v-sics since last session 10 days ago. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Concomitant product(s): 5554-53 lead, implanted: (B)(6) 2010; a 419488 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered. Increased sensing integrity counter (sic) and non-sustained ventricular tachycardia was observed on the right ventricular (rv) lead. The rv sensing polarity was changes to tip-to-coil. During the revision procedure, it was determined due to the patient's age and condition that the rv lead would be used for pacing function. The left ventricular (lv) lead was connected to the rv port and the rv lead was connected to the lv port. The lv lead was used for sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.